Manufacturer narrative:
A 510(k) number cannot be provided as the rpn of the device is unknown. Device evaluation: the unknown devices of unknown lot numbers involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. This file was created from the attached journal article. Forty one patients were included. Post-pancreatic surgery fluid collection managed with eus-guided drainage over long-term follow-up. This retrospective study was conducted at a single center from december 2008 to april 2016. Three modified options were used to perform the drainage process. Option 1 & 2 involved placing ¿one, two, or three double-pigtail plastic transmural stents (cook medical) were deployed through the fistula between the collection and the digestive lumen.¿ this (B)(4) is being created to capture off label use as a double pigtail biliary stent was used for post-pancreatic surgery fluid collection & multiple stents were placed at one time. Investigations file (B)(4) - effect of bleeding on 3 patients, (B)(4) - effect of suffered sepsis on 5 patients and (B)(4) - effect of stent migration on 4 patients were opened to investigation the various adverse effects report in the article. Lab evaluation: n/a. Image review: n/a. Document review including IFU review: prior to distribution all double biliary stent devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for the biliary stents devices could not be complete as the lot numbers are unknown. As per instructions for use, ifu0045-7, intended use section: ¿this device is used to drain obstructed biliary ducts.¿ notes section: ¿do not use this device for any purpose other than stated intended use.¿ it may be noted that file was created to capture the off label use that a biliary stent was used for post-pancreatic surgery fluid collection & multiple stents were placed at one time. As cook only have a double pigtail biliary stent not a pancreatic stent, it has been assumed this is a biliary stent and is therefore used off label. Root cause review: a definite root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. Patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event was reported from the attached literature. Fluid collection after partial pancreatectomy: eus drainage and long term follow up. In this retrospective study, we examined post pancreatic surgery fluid collection managed with eus guided drainage over long term follow up. This retrospective study was conducted at a single center from december 2008 to april 2016. Forty one patients were included. Three modified options were used to perform the drainage process. Option 1 & 2 involved placing ¿one, two, or three double pigtail plastic transmural stents (cook medical) were deployed through the fistula between the collection and the digestive lumen.¿ this file is being created to capture off label use as a biliary stent was used for post-pancreatic surgery fluid collection & multiple stents were placed at one time. Note: as cook only have a double pigtail biliary stent not a pancreatic stent, it has been assumed this is a biliary stent and is therefore used off label.

Event description:
Event was reported from the attached literature. Fluid collection after partial pancreatectomy: eus drainage and long term follow up. In this retrospective study, we examined post pancreatic surgery fluid collection managed with eus guided drainage over long term follow up. This retrospective study was conducted at a single center from december 2008 to april 2016. Forty one patients were included. Three modified options were used to perform the drainage process. Option 1 & 2 involved placing ¿one, two, or three double pigtail plastic transmural stents (cook medical) were deployed through the fistula between the collection and the digestive lumen.¿ this file is being created to capture off label use as a biliary stent was used for post-pancreatic surgery fluid collection & multiple stents were placed at one time. Note: as cook only have a double pigtail biliary stent not a pancreatic stent, it has been assumed this is a biliary stent and is therefore used off label.

Manufacturer narrative:
A 510(k) number cannot be provided as the rpn of the device is unknown. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
A 510(k) number cannot be provided as the rpn of the device is unknown. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Fluid collection after partial pancreatectomy: eus drainage and long term follow up in this retrospective study, we examined post pancreatic surgery fluid collection managed with eus guided drainage over long term follow up. This retrospective study was conducted at a single center from december 2008 to april 2016. Forty one patients were included. Three modified options were used to perform the drainage process. Option 1 & 2 involved placing ¿one, two, or three double pigtail plastic transmural stents (cook medical) were deployed through the fistula between the collection and the digestive lumen.¿ this file is being created to capture off label use as a biliary stent was used for post-pancreatic surgery fluid collection & multiple stents were placed at one time. Note: as cook only have a double pigtail biliary stent not a pancreatic stent, it has been assumed this is a biliary stent and is therefore used off label.